Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the high purge pressure cannot be determined as no product or data logs were returned, and clinical troubleshooting did not resolve the issue.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported male patient had digestive bleeding that was managed with low heparin. Impella 5.0 was placed for support but experienced high purge pressure episodes that occurred within the first 48 hours post-insertion. The high purge pressure was managed, however, the pump was ultimately explanted. A new pump was used. There was no reported patient harm.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The purge cassette and the pump were returned for investigation. There were no cannula or catheter kinks, no biomaterial or foreign material deposits around the impeller cage or inside the cannula. The high purge pressure was not reproduced when the pump was purged in the lab, with purge pressure stabilizing around the 750 mmhg mark. An attempt was made to run the pump but high motor current alarms were triggered and the pump did not start. Upon further inspection, it was found that the impeller blades were not freely rotating as they normally would, the cause of which was revealed to be biomaterial stuck in the purge gap, on the impeller shaft, and between the impeller shaft and motor wall. A small cut was made in the catheter near the motor to see if there was any blood ingress in the purge line, but no blood was found. No data logs were returned for review. Clinical details note that heparin was used in purge solution, lysis protocol was used, and p-levels being dropped and ramped up again, and none of these measures were able to fully resolve the high purge pressure alarms. High purge pressure: the root cause of the high purge pressure was biomaterial in the purge gap and the motor based on the product evaluation. It was not able to be determined whether it was biomaterial buildup or ingestion due to lack of data logs for analysis. A thrombus failure mode was also investigated in case of biomaterial ingestion. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. D9 device returned to manufacturer date added d6a and d6b revised from the initial manufacturer device report 1220648-2024-06179 in accordance with updated procedures g1 reporting contact email revised on manufacturer device report 1220648-2024-06179 in accordance with updated procedures.